Event description:
It was reported to kendall healthcare products on 05/24/2001 that a c.a.p.d. Catheter was defective and had to be surgiclly removed. Reporter was contacted on 5/24/01 and he was unable to provide and further detailed information.